Event description:
Adverse event: in stent restenosis requiring medical intervention. Onset of adverse event: over 1 year post procedure. Device issue: none. It was reported that the procedure was to treat in stent restenosis (isr) of a mini vision 2.5 x 15 stent that was deployed in the distal right coronary artery, which was not tortuous or calcified and had a 90% restenosis. The lesion was pre-dilated with a non-abbott balloon catheter and then a xience 2.5 x 15 mm was advanced to the lesion, but failed to cross. Additional pre-dilation was performed and an additional non-abbott guide wire was placed to perform a double wire technique and the xience 2.5 x 15 mm was advanced a second time, but failed to cross again. A non-abbott stent 2.5 x 13 mm was advanced and successfully deployed in the lesion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effect of restenosis, as listed in the product instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.